Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported that this device and competitive atrial lead exhibited intermittent out of range pacing impedance measurements. This device was subsequently explanted due to a system upgrade. The atrial lead was surgically abandoned during the same procedure. No adverse patient effects were reported.